Manufacturer narrative:
The device was not returned for evaluation.

Event description:
The customer reported the limit knob on this unit is spinning and will not adjust etc. The needle valve seems like it's sticking and hard to move which might have caused somebody to overturn it. No parts sent as none requested by end user. Patient involvement is unknown.